Manufacturer narrative:
Lot # was updated to include lot number as it was previously unknown. An investigation was performed on the basis of complaint statistics and data analysis as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The product history device records were also reviewed based on the lot number and revealed no abnormalities. Due to now device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Surgeon used the 3mm pre-bent locking plate after surgical removal of an ameloblastoma. After the case the patient resection showed a positive margin. The surgeon had to perform additional surgery to complete the removal of the ameloblastoma, pre-bent plate was removed and replaced.